Event description:
It was reported that post-procedure after leaving the procedure room, there was pacing failure due to increase in threshold noted on the monitor. Chest x-ray was performed and revealed microdislodgment of the right ventricle leadless pacemaker (rvlp). The physician elected to explant the rvlp. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and microdislodgement could not be confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.